Manufacturer narrative:
Product event summary the full lead was returned and analyzed and no anomalies were found. The conductor was not obstructed and there was blood on the conductor. The analyst commented that blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was exhibiting poor sensing. Attempts to reposition the lead were unsuccessful and the lead was explanted and replaced. It was also reported that the right atrial (ra) lead had dislodged and was exhibiting poor sensing and capture. The lead was explanted and replaced. It was further reported that the left ventricular (lv) lead dislodged and the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.